Event description:
A technologist cut their finger on the atts ampule that a doctor's office stuck inside the transport tube with the swab. They were trying to remove the broken glass and cut their finger. The tech was wearing gloves and received medical attention to remove the glass splinter with tweeters. The tech also received a tetanus shot.

Manufacturer narrative:
This product contains an ampule of reagent. The ampule is crushed and the reagent is released through a dropper into a pt sample. Returns were unavailable for analysis. A review of the complaint notes indicates a misuse of the product where the procedure, in the product insert, was not followed at the point of specimen collection. The presence of glass in the collection tube would indicate that the dropper tip was removed when dispensing the transfer reagent into the collection tube. If the procedure, as indicated in the product insert, was followed, no glass would've been present in the tube. All contents in the collection tube should be treated as pathogenically hazardous material, as instructed in the package insert "warning: pathogenic microorganisms, including hepatitis viruses and human immunodeficiency virus, may be present in clinical specimens. "Standard precautions" and institutional guidelines should be followed in handling all items contaminated with blood and other body fluids." The complaint is not confirmed for any product defect. Bd will continue to monitor this type of issue.